Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator upgrade procedure. The physician explanted and replaced the right ventricular lead for an unspecified malfunction. The patient condition was not provided.

Event description:
New information received notes the patient presented with neck and back pain. Upon review, the right ventricular lead exhibited high capture thresholds and poor sensing. The patient was stable post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.